Manufacturer narrative:
The device was not returned for evaluation. We are unable confirm the reported communication error at activation or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that, after she filled the pod, there was no double deep. The patient is new to the pod, so they still applied the device to her. Then, they realized it was not inserted and removed it. The patient's blood glucose was in the high 400's mg/dl. The mother did not provide the length of time the pod was worn before realizing the it never activated.

Manufacturer narrative:
The returned device was evaluated. Investigation found no defects or deficiencies that would contribute to the reported high bg (blood glucose) levels, or a failure of the pod¿s ability to deliver insulin as designed. Although no defects were observed, the root cause of the reported event could not be determined.